Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml assembled syringe were received and visually evaluated. The syringe was observed to have a large moth inside the barrel outside the fluid path immediately behind the plunger rod¿s retaining ring. Pieces of the moth were observed on the inside of the barrel¿s surface between the top of the barrel and 5ml markings covering approximately ¼ of the inner barrel surface in that area. At the 5ml mark an incomplete ring of moth residue was observed on the barrel wall extending approximately ¼ of the barrel circumference. No moth pieces and little residue was observed between 5ml and the bottom of the barrel (zero line). Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The moth¿s residue would be consistent with the location of 2 of the plunger rod¿s ribs, of which there are 4 total. However, the current position of the plunger rod¿s ribs overlaps the fm residue area and clean area, indicating the plunger rod had been rotated a small distance. The circumferential part of a ring would also be consistent with the position of the stopper at that location. The above observations suggest that when the moth fm entered the barrel and parts of it were separated, the stopper was at approximately 5ml and plunger rod was rotated and at different position. This product, however is manufactured with bottom out stopper position by default prior to its bulk non-sterile packaging. The product is manufactured with stopper in the bottom out position and product is packaged and sold as bulk non-sterile. The product has been manipulated after leaving the manufacturing plant as evidenced in the photos and the sample received. Therefore, based on the investigation performed it is not possible to determine the origin of the moth foreign matter found in the barrel and whether it entered the product at the manufacturing facility or at some point after the product had left the plant. It is important to note the batch of non-sterile syringes was manufactured in mid-february 2019 at which point it was highly unlikely there were any adult moths present in the vicinity of the plant.

Event description:
Material no. 301030, batch no. 9042660. It was reported that before use of the bd¿ slip-tip syringe there was a large moth inside syringe. The following information was provided by the initial reporter: we have a product quality complaint that we need to file on the below product. Large moth inside syringe

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 301030, batch no. 9042660. It was reported that before use of the bd¿ slip-tip syringe there was a large moth inside syringe. The following information was provided by the initial reporter: we have a product quality complaint that we need to file on the below product. Large moth inside syringe.